Event description:
Customer states approximately 1 year ago the pump powered down unexpectedly and did not alert her to a empty battery. No adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.